Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound with the lifevest equipment. Patient described the area as a head injury as their head split open due to hitting their head when they collapsed with the lifevest on. The patient¿s physician treated the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.